Manufacturer narrative:
Upon further inspection by the field service engineer (fse), he noted a slightly kinked sample tube and issues in the sample probe shaft of the analyzer. He was able to fix these issues. He performed a final assay performance check, assay calibrations, qcs and a precision check with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys testosterone ii assay result for two patient samples tested on a cobas 8000 - cobas e 602 module. There were no questionable results reported outside of the laboratory. Patient sample 1 had an initial result of 3.5 ng/ml. The first repeat result was 1.8 ng/ml. The second repeat result was 1.9 ng/ml. The second repeat result was reported outside of the laboratory. Patient sample 2 (B)(6) had an initial result of 3.82 ng/ml. The first repeat result was 5.22 ng/ml. The second repeat result was 6.02 ng/ml. The third repeat result was 3.92 ng/ml. The reagent lot number is 52200101. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) replaced and adjusted the sample probe and both of the measuring cells sipper probes. He also checked the gear pump pressure, the reagent probe and the reagent disk adjustment which were all found to be in order. He performed precision and verification tests with acceptable results. The customer performed qc with acceptable results. After service, no further issues were reported by the customer. The investigation is ongoing.